Manufacturer narrative:
Us reporting agent notified on: (B)(6) 2014. Manufacturing site evaluation: evaluation on going at manufacturing site.

Event description:
Country of complaint: (B)(6). Needle detached on four occasions during a cranial operation. Suture was used on subcutaneous tissue/muscle. No patient injury. At time of report, it is unk if there was any delay in surgery.